Event description:
It was reported that the patient presented to the emergency room with an implantable cardioverter defibrillator that exhibited inappropriate shock. Additional information has been requested, but not received.

Manufacturer narrative:
Correction: upon review, the implantable cardiac defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
New information received noted that there was no device malfunction.